Manufacturer narrative:
According to the customer, on (B)(6) 2025 when attempting to drain the water due to an alarm for "water within the heated wire circuit", the water "splashed onto the infant's face causing a burn on the baby's nose". The customer reported that the neptune temperature read "40.3 degree c", the placement of the expiratory limb was "incorrect", but the heated wire connections were "correct". The customer reported that the baby required "wound care" for the "skin blister on nose". No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 when attempting to drain the water due to an alarm for "water within the heated wire circuit", the water "splashed onto the infant's face causing a burn on the baby's nose".